Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)

Event description:
Patient was revised to address metalosis and pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update (B)(6) 2017: litigation received. Litigation alleges high metal ions in the blood, pain, discomfort and inflammation due to friction and wear. Stem has been added due to alleged high cobalt-chromium levels. This complaint was updated on (B)(6) 2017.

Manufacturer narrative:
Patient was revised to address metalosis and pain. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update may 24, 2017: legal medical records received. In addition to what was previously alleged, litigation alleges that the patient had to be revised due to metallosis. After review of medical records for MDR reportability, it was reported that the patient was revised to address left tha metallosis. Revision notes state that upon entering the hip, there was abundant amount of serous metallic-looking fluid. Opening the hip, there was a thickened metallic synovial coating. There was trunnionosis that was clearly present with metallic debris from the trunnion. Laboratory values indicates cobalt and chromium are above 7ng/ml. This complaint was updated on: jun 6, 2017.